Manufacturer narrative:
Insulin pump received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly. Insulin pump received with left belt clip rail broken.

Event description:
The customer reported via phone call that the insulin pump was shutting off. The customer¿s blood glucose level was 342 mg/dl. The customer reported that they had changed the battery four times and at start it was working and then it was shut off totally and it kept repeating. The customer declined troubleshooting. The insulin pump will be returned for analysis.